Event description:
It was reported that the device would not operate on battery power. There was no report of patient involvement with incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on battery power. Physio replaced the power supply module and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply assembly and determined the root cause for the reported incident to be a failure of the power supply module with an electrically leaky filter, designator fl4, due to solder flux residue on the power pcb.